Manufacturer narrative:
Device available for eval, returned to manufacturer on, device return to manufacturer, device eval by manufacturer, if other specify imdrf annex a, g, b, c and d grids and (chr, DHR statements). Omit: thermal decomposition of device (1071), device not returned, no findings available, cause not established. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had damaged iui and smoked/burning smell from the left iui. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had damaged iui and smoked / burning smell from the left iui. There was no patient involvement.